Event description:
Customer reported getting erratic readings from their freestyle meter. Comparison tests were performed with the freestyle meter and results were 125 mg/dl and 103 mg/dl. The customer also reported getting error 1 and error 3 messages on their meter. Freestyle comparison results differ by more than 20% and meet the manufactuer's definition of a malfunction.